Manufacturer narrative:
H2: additional information: h6: medical device problem code. H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed device grew warm and a blade stall error message was found. Further investigation revealed stiffness in the drive fork when rotated. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated a component failure. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that the mdu was heating. It is unknown whether the event happened during surgery, if there was patient involvement, if there was a back-up device available or if there was a delay. No further complications were reported.